Event description:
The technician reported the brakes are not holding. No patient injury reported.

Manufacturer narrative:
The tech found both brake and brake steer casters are unable to adjust and pedal supports on each side are loose and missing screws. Per the hill-rom service manual, the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, tread, etc. Replace if necessary. The tech replaced the brake pedal supports, brake caster and brake steer caster to resolve the issue. Based on this information, no further action is required.